Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was unknown at the time of hospitalization. The caller stated that the customer was wearing the insulin pump during hospitalization. It was also reported that there was leak at site. The customer's blood glucose was 359 mg/dl at the time of incident. The customer's blood glucose was 347 mg/dl at the time of call. The insulin pump will not be returned for analysis.